Event description:
It was reported to philips that the energy delivered is below the energy selected. At 200j, the unit is delivering 183j. There was no patient involvement.

Manufacturer narrative:
.